Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient was taken into surgery for a catheter revision. The patient had a dye study on an unknown date and they couldn't inject the dye. A rotor study was done the same day and it was normal. During the case, the doctor had the patient open and was able to aspirate from the cap (catheter access port) just fine and a roller study was successful again. The dye study was normal as well, but the doctor thought the issue might be with the pump segment as it was short. The doctor put in a new pump segment of catheter to give more slack. No patient symptoms were reported. No further complications have been reported as a result of this event.